Event description:
The customer reported having high blood glucose of 509 mg/dl. The customer stated that she had gastroparesis and was hospitalized. Troubleshooting was performed. The time/date, basals, bolus, and daily totals matched. Ran a fixed prime test and passed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.